Event description:
It was reported that the drive support came out of the insulin pump. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with broken off end cap, cracked case on lcd display window corners, cracked battery tube threads and scratched lcd window. Drive support disk was inspected and no anomaly was noted.